Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The customer contact's report that the device alarmed for warning replace battery was noted in the device history, but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with warning replace battery. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.